Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction and elevated metal ion levels. Devices implanted in 2000.

Event description:
It was reported that a revision surgery was performed.